Event description:
Spontaneous. Patient's father reported that infusions are taking way too long lately (about 4 hours). Advised that new freedom pump is needed. Will set up delivery for new pump and pump return box. Patient's dad reported no further concerns with infusions and no further questions for rph. No missed doses or adverse events reported. Pump available for return. No further information. Reported to (B)(6) by: patient/caregiver.